Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d334drg implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6), 4196 implantable pacing lead implanted: 2013-(B)(6), 6947 implantable tachy lead implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead pacing threshold elevated over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The non-excessive amount of blood ingress indicates that the extrinsic cut/breach to the outer insulation took place during the explant, not the initial implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.